Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that a needle clog occurred with an unspecified bd syringe. The following information was provided by the initial reporter. "Description of issue: customer reported while attempting to fill a new syringe with insulin they are experiencing an issue where once the needle is attached to the syringe, it will not allow them to draw a full 3ml but will have resistance and push the plunger back down by itself. While experiencing this issue the customer attempted to use a needle they were able to draw some insulin into and attempted to fill a cartridge with this problematic syringe but when they inserted it into the cartridge fill port all the insulin shot back out at them.". 9 occurrences were reported.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred with an unspecified bd syringe. The following information was provided by the initial reporter, "description of issue: customer reported while attempting to fill a new syringe with insulin they are experiencing an issue where once the needle is attached to the syringe, it will not allow them to draw a full 3ml but will have resistance and push the plunger back down by itself. While experiencing this issue the customer attempted to use a needle they were able to draw some insulin into and attempted to fill a cartridge with this problematic syringe but when they inserted it into the cartridge fill port all the insulin shot back out at them.". 9 occurrences were reported.